Event description:
It was reported by facility corporate office i.e., a pin in the center of the bed fell out and the bed collapsed while a pt was in it. No medical treatment was required. Nothing else noted.